Event description:
It was reported that the patient had been hospitalized in the intensive care unit with hyperglycemia on (B)(6) 2023. The patient's blood glucose levels reached 500 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include hyperglycemia and vomiting blood. The patient was treated with insulin and pain management. The patient reported the doctor increased his medication but the patient did not recall the medications name. The patient reported that during this event they had a communication error with their pod. The patient was released on (B)(6) 2023.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.